Event description:
Pt suffering from back and right l5 dermatomal reference pain for 3 months before presenting to clinic in (B)(6) 2010. X-rays showed grade 1 spondylolisthesis. The MRI report l5-s1 spondylolisthesis showed bilateral severe narrowing of the neural foramina with compression of the exiting l5 nerve roots, which appeared to be worse on the left side. Pt underwent a procedure for primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011. During the procedure, nerve roots were noted as swollen and a decision was made not to place plif cages. Upon the first post-operative review on (B)(6) 2011, pt complained of hypersensitivity and pain right l5 dermatome below the knee. Pt had begun physiotherapy. On (B)(6) 2011, the second post-operative review noted pt as struggling with severe pain right l5 and s1 dermatomes. On (B)(6) 2012, pt was still complaining of pain and received an epidural injection to help relieve pain. On (B)(6) 2012, pt continued to complain of pain and an MRI and CT was ordered. CT showed loss of bone around the l5 screws, both through the pedicle and within the vertebral body, which is more marked on the left side. Hardware appeared to be satisfactory. This is the 4th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.